Event description:
A general surgeon reported that five (5) patients have experience severe allergic dermatitis at the incision which manifests 2-3 days after surgery. The surgeon noted that they've prescribed medrol dose packs to treat four patients because the reaction was refractory to even removing the adhesive and applying topical hydrocortisone.

Manufacturer narrative:
There was no lot code provided for this event. Attempts were made to collect additional information but were unsucessful. A trend analysis will be performed to determine if corrective action is needed.